Event description:
It was reported that the system 9800 intermittently displayed filament charger errors. The failure could be bypassed, but it created delay. It was also reported that the external video cable had been damaged. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The filament alignment was performed, and the external video cable was replaced. The system was tested, and found to be working as intended and placed back into service.